Event description:
Internal battery of a ventilator failed during transport of patient. Patient was manually ventilated with ambu bag for remaining of transport. At the dealer facility, technician tested the battery at standard setting. The ventilator ran only 38 minutes. And it failed to provide battery status alarm in appropriate timing.